Manufacturer narrative:
Product event summary #pli 10, 20: evaluation determined that standard investigation is needed because it was reported that the patient's left side extensions were tethering. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause of why the patient's extensions were tethering is unknown. Concomitant medical products: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 23-oct-2018, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 23-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the left neck is still tight and sore over the extension wire. He does scratch the area. Extension site is very tight.